Event description:
Reportable based on analysis. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. The target lesion was located in the highly calcified right coronary artery (rca). The 20 x 2.75mm taxus liberte paclitaxel-eluting coronary stent system was advanced into the patient; however, it was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by MFR: returned product analysis revealed blood and contrast present in the distal lumen. Visual, tactile and microscopic examination of the stent and the entire length of the delivery device were performed. The proximal end of the stent was damaged 10mm distally. The remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).